Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient's wife accidentally decreased her husband's settings and she cannot return them to back to where they were because of the upper limit restriction. The patient experienced a sudden return of symptoms as a result of the unintended adjustment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.